Event description:
It was reported by a customer on (B)(6) 2011 the fiber cap detached at an unknown amount of joules. Also, it was reported the fiber cap was retrieved from the patient. No patient injury was reported.